Event description:
During baxter's functional testing of a spectrum pump, it constantly alarmed for downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion alarms. The device was calibrated to ensure proper detection.